Manufacturer narrative:
Product analysis: complaint could not be confirmed. No issues were identified during analysis. The device passed all incoming and final functional and systems tests. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was having problems. The analyzer was returned for service. There was no patient involvement.